Manufacturer narrative:
The device was received by the resmed technical service center in (B)(6) and an evaluation was performed. The preliminary evaluation determined that the device power down was due to a defective battery and main circuit board (pcb). The battery and main pcb were replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device powered down unexpectedly. The patient was manually ventilated while the device was connected to another power source. It was reported that the battery indication was displaying 10-20% charge at the time of the event. There was no patient injury reported as a result of this incident.